Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a mentor smooth round spectrum 525cc saline breast prosthesis that deflated after implantation. Due to product defect, explantation surgery was scheduled on (B)(6) 2018 to replace the deflated breast prosthesis. After explantation, the surgeon observed that the breast prosthesis was indeed deflated, but no noticeable leak was found.